Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 468 mg/dl. The customer stated that she had high blood glucose due to bent cannulas. The customer was explained the 2 high blood glucose rule. The customer declined to do the troubleshooting for high blood glucose.